Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified coronary artery. A 20 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was then performed with a 2.5mm non-bsc balloon catheter and the device was re-advanced; however, it still failed to cross the lesion. Another pre-dilatation was performed with a 2.75mm non-bsc balloon catheter and a non-bsc guide extension catheter was advanced; however, when the device was re-advanced, it still failed to cross the lesion. The device was removed from the patient and the distal edge of the stent struts were found to be lifted. The procedure was completed with a 3.5 x 18 non-bsc stent with the support of the non-bsc guide extension catheter. No patient complications nor injuries were reported.